Manufacturer narrative:
Device analysis report attached. This report is submitted on july 13, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.